Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a pacemaker feature failure. Additional details have been requested. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
.